Manufacturer narrative:
Device evaluation: two fastfix 360 fully deployed insertion devices were received with no implants/suture constructs. It is unknown which device failed and which one was used successfully. The devices cycle/actuate per design. Without the full complement of the devices, we are unable to confirm the complaint mode. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).

Event description:
During a meniscus repair procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that the second implant (t2) pre-deployed. After inserting the first implant (t1), the surgeon withdrew the needle back and noted that the second implant had fired by itself. The surgeon cut the suture and removed it and t2 from the meniscus. T1 was left in the patient unsupported. The physician used a back-up fastfix 360 and completed the procedure. There were no reports of patient injuries or complications.